Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report emergency medical services due to low blood glucose levels. The customer's blood glucose level was 15 mg/dl. The customer was treated on the scene. The perceived cause of the incident was because the customer had not been eating much. No further details were provided.